Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/2/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4)

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter. During the event, while using a smarttouch catheter, a force issue occurred. The smart touch unidirectional catheter (lot number 17135672m) was replaced with smart touch unidirectional catheter (lot number 17144657m) and the issue resolved. After, the smart touch unidirectional catheter was going into the vein. The physician pulled back a little. Then that is when shortly after they noticed the pericardial effusion as the patient¿s blood pressure dropped. No ablation had been performed. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed. Several units of blood were transfused and the patient was taken to the or for open heart surgery to find the hole. The patient status has improved since the pericardial effusion and open heart surgery. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event a deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force features was evaluated and pass. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter failed, irrigation tubing was found filled with reddish brown material apparently blood; however no damage was observed on the irrigation tubing that might contributed to this condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter failed irrigation test; however the root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: 1. Carto 3 system, model #: m-4800-01, serial #: (B)(4). 2. Smartablate generator, model #: unknown, serial #: unknown. 3. Smartablate pump, model #: unknown, serial #: unknown. 4. Lasso navigational eco catheter, model #: d-1349-04-s, lot #: 17190259l. 5. Non-bwi: brk 1 needle, 6. Non-bwi: agilis sheath, 7. Non-bwi: sro sheath. Biosense webster manufacturer's ref. (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4). Event description continuation: unknown if this was the sight of injury. It could have been a spot of thinner tissue. The patient status has improved since the pericardial effusion and open heart surgery. The patient¿s diagnosis is to make a full recovery. Since the two smart touch unidirectional catheters were used during the procedure, biosense webster is taking a conservative approach and reporting this event under both the smart touch unidirectional catheter¿s (lot number 17135672m and lot number 17144657m) used during the procedure.

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade which required a pericardiocentesis and an open heart surgery. The patient's medical history is unknown. During the event, while using a smarttouch catheter, a force issue, which is non-indicative of an MDR reportable event occurred. The smart touch unidirectional catheter (lot number 17135672m) was replaced with smart touch unidirectional catheter (lot number 17144657m) and the issue resolved. After, the smart touch unidirectional catheter was going into the vein. The physician pulled back a little. Then that is when shortly after they noticed the pericardial effusion as the patient's blood pressure dropped. No ablation had been performed. The pericardial effusion was confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed. Several units of blood were transfused and the patient was taken to the or for open heart surgery to find the hole. A transseptal puncture had been performed with a brk-1 needle. The agilis and sro sheaths were used. Heparin was used. The act was maintained between heparin 250-300. The flow setting was set to 2 ml/min. The patient required a longer stay due to the fact that they had to open up his chest to find and repair the hole. A factor that may have contributed to the event was a small pocket on anterior superior aspect near the right superior pulmonary vein.